Event description:
It was reported that this pacemaker exhibited occasional atrial undersensing during an atrial tachy response (atr) episode. Technical services (ts) noted that current sensitivity is at 0.8mv. Ts recommended further review. No adverse patient effects were reported. At this time, this device system remains in service.